Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited noise oversensing. The patient was stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient's status was unknown.